Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnosis: l5-s1 degenerative disc disease causing mechanical low-back pain. Procedure: l5-s1 transforaminal lumbar interbody fusion with the interbody cage system. Non-segmental instrumentation with the plate. Lateral arthrodesis with autograft and allograft consistent of rhbmp-2. Use of intraoperative fluoroscopy. Per-op notes". This was placed into the disc anteriorly. This was followed by a 10 x 26 mm interbody cage graft that was again filled with rhbmp-2 and allograft. The laminae on the right side at l5-s1 was then decorticated and a piece of bnp along with the rhbmp-2 and autologus bone was placed over this area." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.